Event description:
On (B)(6) 2025, an 8-year-old female patient underwent a chronic catheter placement procedure using the hickman s/l catheter. On (B)(6) 2025, one month post catheter placement, when flushing the broviac with a 10cc flush using a pulsating push, patient heard a pop to where it started to leak blood where the thick lumen meets the smaller lumen. Line was routinely removed a few days later by CT surgery prior to patient discharge. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter rapture and fluid leak as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method) . Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 8-year-old female patient underwent a chronic catheter placement procedure using the hickman s/l catheter. On (B)(6) 2025, one month post catheter placement, when flushing the broviac with a 10cc flush using a pulsating push, patient heard a pop to where it started to leak blood where the thick lumen meets the smaller lumen. Line was routinely removed a few days later by CT surgery prior to patient discharge.